Manufacturer narrative:
The company representative examined the system and replaced the low pressure air (lpa) manifold and lpa/illuminator controller printed circuit board (pcb) for resolution of the customer reported issue. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that a system message displayed and balanced salt solution was noted in one of the channels during a procedure. The case was completed with a different system following a 15 minute delay. There was no patient harm. Additional information has been requested.